Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system when well with appropriate sensing in the secondary vector and successful detection and conversion during defibrillation threshold (dft) testing. While the field representative was optimizing sensing post-implant, a message was noted on the programmer indicating that the signal amplitudes was out of range and sensing may be less than optimal. Boston scientific technical services (ts) was contacted and a ts consultant discussed that the message indicates that the sensing in each of the vectors is suboptimal: either the signals were too low causing poor r to t wave ratio or the signal was too large. It was also reported that the shock impedance measurement was high and out of range at 220 ohms. The ts consultant discussed that x-rays could be performed to verify the system location and determine if the electrode is located in adipose tissue rather than being on the fascial plane. Additional troubleshooting was also discussed. The physician decided to leave the s-ICD programming as is and perform manual testing of each sensing vector to choose the best one for this patient. At this time, the s-ICD system remains implanted and in service. No adverse patient effects were reported.